Manufacturer narrative:
Discarded by hospital.

Event description:
It was reported during the coil embolization procedure to treat bleeding due to dissection of spinal muscular atrophy (sma) branch, the subject coil was inserted into the microcatheter. The delivery wire of the subject coil was kinked and detached when it was inserted into the coil detachment device. The broken delivery wire was removed from the detachment device and subject coil was removed from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added, d4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. The delivery wire was kinked and detached when it was inserted into the inzone. The broken delivery wire was removed from inzone, and the coil was removed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint h3 other text : device not returned for evaluation.

Event description:
It was reported during the coil embolization procedure to treat bleeding due to dissection of spinal muscular atrophy (sma) branch, the subject coil was inserted into the microcatheter. The delivery wire of the subject coil was kinked and detached when it was inserted into the coil detachment device. The broken delivery wire was removed from the detachment device and subject coil was removed from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.